Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported. Additional information received which indicated that this lead was attempted due to tissue was in the helix upon relocation. Hence, this event is deemed non-reportable,

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.